Event description:
The safeset tubing separated from the safeset sampling port. This has happened about three times, but this is the first time biomed was notified and the first time a sample of the defective product was returned.according to the biomed and healthcare provider, the impression was that whatever is supposed to seal the tubing to the port was not adequate and allowed the tubing to pull out easily. The manufacturer stated that there is an expected tension that can be tested so the defective set was sent back along with a new set.